Event description:
We received this MDR from the customer (B)(4) and stating the following events at MDR# 3009402404-2017-00059 on (B)(6) 2017 and we have entered into our system as to this event. It was reported to the manufacturer by the end user, per the end user, patient's daughter called in and requested (B)(4) send a person to the parent's home to show them how to use a hoy-advance-e lift s/n (B)(4) they recently received. Daughter claimed that she and her mother where trying to lift the patient from the bed to a chair when the lift tipped side ways and patient fell against a table cutting his left arm. Daughter claims her they had to call paramedics to get patient up and to a hospital for his wound to be taken care of. Per (B)(4) technical support, "upon further inquiry regarding the lift function indicates they did not get the legs locked in to the pedal control per instructions in the user manual page 6. This left the legs free and not locked into the pedal control. I tried to explain to them how to get them locked in but they were unable to achieve this." Complaint# (B)(4) were entered into (B)(4) system to have the lift returned to (B)(4) for investigation. As of this writing, the lift has not been returned.